Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump shut down unexpectedly. Customer's blood glucose was 64 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert 4 issue was verified. Based on analysis, the alleged unexpected shutdown issue was verified in the pump logs; however, no failure was identified.